Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort at the pocket site. It was also noted that the ipg was not functioning properly. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. The complaint of pocket site was bothering the patient and that the ipg was not functioning properly was not verified. Current leakage tests verified no loss of electric current. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was having discomfort at the pocket site. It was also noted that the ipg was not functioning properly. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient was having discomfort at the pocket site. It was also noted that the ipg was not functioning properly. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.